Event description:
It was reported on medwatch mw5118496, mw5118494, mw5118493, mw5118495: patient reported they had 4 different extension sets leaking. Lot numbers not known. No additional information, details, or dates available. Pump return tracking information is not available. Photographs not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. The reported product fault occur while in use with the patient. The product did not cause issue or contribute to patient or clinical injury. The actual device is not available for investigation. They replaced the device. The patient have a backup device they were able to switch to. The patient able to successfully continue their infusion.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.